Manufacturer narrative:
Customer returned an assortment pack containing 5 files from lot#0000230732. The s1 file mentioned in the alleged event is not included in the returned files. Using microscope visually checked the files. No manufacturing defects or markings noted on files. Due to customer not returning the broken file, no additional testing can be performed. Root cause unknown. A DHR review was conducted with no discrepancies noted. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper gold file broke in a patient's tooth during use. The broken piece could not be retrieved. Patient was referred to a specialist.